Event description:
It was reported that the unit gives a e1 error. This first happened approximately april 1st during a case. No delay or harm reported.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.